Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results occurred while using the vitros eci system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros tropi es precision testing was performed which demonstrated the vitros eci system was not performing optimally. An ocd field engineer performed service actions on multiple analyzer subsystems to optimize the system's performance. Following these actions, the system performance was verified by performing a vitros tropi es precision test.

Event description:
A customer obtained non-reproducible, higher than expected vitros trop I es results from two different patient samples while using the vitros eci immunodiagnostic analyzer. The following results were obtained from the two different patient samples. Patient 1: vitros tropi es result of 0.110 ng/ml vs a correct result of <0.012 ng/ml. Patient 2: vitros tropi es result of 0.163 ng/ml vs a correct result of <0.012 ng/ml. The higher than expected vitros trop I es results were reported from the laboratory. The results were questioned by a health care provider. Corrected results were issued. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).